Event description:
A 24mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted in a pt for endovascular treatment of an 8.5 cm abdominal aortic aneurysm in 2003. The diameter of the aortic neck was 20 mm. Vessel morphology is unk. The pt has a history of chronic obstructive pulmonary disease. It was reported that the bifurcated device was inserted and deployed without problems. After the contralateral gate was cannulated with the guidewire, several unsuccessful attempts were made to insert the 16 f sheath into the gate; however, the sheath remained outside of the gate. During attempts to pass the contralateral limb through the sheath, the pt's blood pressure dropped. The aneurysm was reported to have ruptured; therefore, the decision was made to convert the pt to open surgical aneurysm repair. No clinical sequelae were reported, and the pt is reported to be fine.